Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged. During the repositioning attempt, it was not possible to retract the helix. As a result, the lead was not used and another lead was implanted. Additionally, it was not possible to seat the atrial lead in the device header, as the setscrew would not tighten down. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.